Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manfacturer via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the plant's investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode. The incident occurred while no pt was connected; no pt was involved. The machine has not malfunctioned again after being evaluated by a tech and has returned to service.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.